Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Additional information: how were the clips not securing the tissue? Not sure. Were the clips formed as intended? No. Were the clips applied on the tissue and then falling off? I believe the device advanced two clips at same time and became jammed. Was the clip fully advanced into the jaws prior to firing? Not sure was there any torquing or twisting of the device present at the time of firing? Not sure. Did anything unexpected happen prior to this incident? No. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips were fired at the same time and were not securing tissue. It is unknown for what tissue the device was being used. It is unknown if this was the first firing. There was no unexpected noises or issues of hard to fire reported. There were no patient consequences. Case completed with another device of the same product code.